Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy (B)(4) reports: the patient will be revised due to pain. Doi: two years ago. Two years ago, tha was done with mom for the osteoarthritis of the hip. On (B)(6) 2010, the patient visited the hospital because of pain. It was noted through x-ray that mild osteolysis was noted in the proximal part of the stem. No stem dislocation was confirmed. No infection was noted. Pseudo tumor was suspected. Cup (p/c and lot unknown) was manufactured by jmm. We will let you know product information as soon as possible. The devises associated with this report were not returned. Review of the devise history records and or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient will be revised due to pain. Doi: two years ago. Two years ago, tha was done with mom for the osteoarthritis of the hip. The patient visited the hospital because of pain. It was noted through x-ray that mild osteolysis was noted in the proximal part of the stem. No stem dislocation was confirmed. No infection was noted. Pseudotumor was suspected.